Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a pacemaker malfunction and significant battery depletion.~~~~~~~~~